Event description:
Ous MDR - low rising impedance from 400 ohm to now 1400 ohm, and rising threshold now 3.7v was noted for this device. Removal of this lead was quite difficult and it was reported the lead was destroyed during the explant.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 21 cm distal to the is-1 connector pin. Both fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The performance of the lead fragments was scrutinized. The analysis of the lead fragments demonstrated multiple signs of wear along the lead body, in particular the lead body was found squeezed and deformed at approx. 28cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problems.